Event description:
It was reported the patient experienced signs of baclofen withdrawal immediately after pump implantation on (B)(6) 2012. The patient required hospitalization on (B)(6) 2012 regarding the pump implant. The condition stabilized gradually. The patient was not getting relief and symptoms were rash, increased spasticity and increased stiffness. The patient had "gained quite a bit of weight." At the first refill a volume discrepancy was noted. The actual residual volume (arv) of 19ml was greater than the expected residual volume (erv) of 4.1ml. Diagnostic testing/troubleshooting was performed. The logs were checked and showed nothing out of the ordinary. A roller study was performed which confirmed the pump was working. A catheter dye study was done on (B)(6) 2012. They were unable to aspirate or inject the dye via the catheter access port (cap). The catheter was not patent. The cause of the event was catheter occlusion which was at the pump/catheter connection site. The dose was changed to minimum rate (B)(6) 2012. A revision was done on (B)(6) 2012 and the connector was replaced. The patient was hospitalized (B)(6) 2012 through (B)(6) 2012 after pump revision. There was no patient injury and the patient recovered without sequela. Per hcp it was noted "non-serious injury/illness lately." The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4). The pump segment / proximal portion of the catheter was returned. Analysis of the catheter and sc connector revealed an indent in the seal. A circular indent could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The entire indent was located in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port was most likely occluded.